Event description:
A malfunction was reported on a customer's pump, but no notable events occurred prior to it. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump, assisting the caller with the process. After the reset, the malfunction did not recur, and the customer chose to continue using the pump while awaiting a replacement, as the previous malfunction could not be confirmed in the pump's history.